Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An administrator/supervisor (healthcare professional) reported during intraocular lens (iol) implant procedure, when the plunger went over the lens, it damaged posterior haptic of the lens and could not be inserted. The lens was not in contact with the patient. The procedure was completed with another unspecified lens on same day. Additional information has been requested.